Event description:
The customer reported less than twenty (20) milliliters of fluid leaked within the instrument and dried blood under the piercing needle involving coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer verified controls were within specifications. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned a small amount blood and fluid under the needle and adjusted the waste tubing for increase fluid flow. The fse replaced the actuators on pinch valves pv21 and pv22, as they were soiled. The fse performed multiple sample tests and did not observe new fluid leaks. The fse performed and completed quality control successfully and verified repair per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Manufacturer narrative:
Correction:there was no evidence of instrument malfunction and no discrepant results were generated.